Event description:
The customer is a diabetic, and their cannula fell out resulting in an increased blood sugar. Their blood sugar monitor read high, which according to the customer indicated their blood sugar was greater than 600. Customer went to the emergency room for five hours where customer was given an IV, and their blood sugar returned to normal the next morning. The customer uses multiple dressings by placing one on top of the other, and customer had not noticed any changes to the iv3000 dressing. Method of use: apply skin-prep and allow to dry. Apply opsite dressing (59406900) in the tubing kit with the hole in it. Remove the needle, and then apply the iv3000(4007).